Event description:
It was reported that the patient with this neurostimulator underwent a revision to the opposite side due to the previous device causing irritation. During a follow up, the patient had been seen for infection concern and is scheduled to return further evaluation. The infection was confirmed near the incision site by the physician. However, the physician did not provide a clear response regarding whether the infection was related to the surgery. The patient is doing well, and the infection has resolved with oral antibiotics. The patient is doing well and will follow up in a few months.

Manufacturer narrative:
Product code (d2b) - additional product code qon. UDI for concomitant product, tined lead: (B)(4). Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.